Event description:
Initial information received on (B)(4) 2013 processed with additional information received on (B)(4) 2013. The case has been reassessed as serious based upon new information received (B)(4) 2013. This spontaneous report was received from (B)(6) old caucasian female consumer reporting on self from the united states. The medical history included burn about a month ago; she was sensitive and allergic to numerous things. The concomitant medications were not reported. On an unspecified date, after few days of the burn the consumer started using johnson and johnson non-stick pads (lot number 1663a, expiration date unspecified) and johnson and johnson first aid sterile rolled gauze (lot number 1101a, expiration date unspecified), both cutaneously, changing the pad and the gauze every two hours for wound protection. After an unspecified duration, within few days she got blisters on her arms. She went for a therapeutic route and after an unspecified duration, she again used the devices. Her blisters and wounds got larger. As per her physician it was thought to be the therapeutic oils which caused the event but it was not. An oral antibiotic and cream were prescribed as treatment but the events worsened which she described as allergy to both devices and the blisters worsened. On an unspecified date, the consumer visited a physician and was diagnosed with contact reaction. She was prescribed with ssd cream 1% (silver sulfadiazine) topically. On the next day, the event worsened, and she was prescribed with oral sulfamethoxazole-tmp d 800-160/tab. After an unspecified duration, she noticed that her hand had blown up and she visited another physician. She was diagnosed with allergic reaction and was advised to take benadryl (diphenhydramine). After unspecified days, her blisters progressed to a gigantic nickel size and she went to an urgent care clinic where she was referred to two other physicians. She was diagnosed with allergic reaction and was prescribed with mupirocin 2% ointment, methylprednisolone (pak) 4 mg/tab, triamcinolone acetonide 0.1% ointment, hydroxyzine hcl 25 mg/tab and benadryl. On (B)(4) 2013, she consulted another physician and was prescribed with methylprednisolone (pak) 4 mg/tab, benadryl and epipen (epinephrine auto injector) two pack prescription. She also developed a giant blister on her toes which she did not yet consulted to a health care professional. On 19-sep-2013 the pad was discontinued, the gauze was discontinued the next day. The therapeutic oil was still ongoing and the action taken with the unspecified antibiotic and cream was unknown. The events did not resolve. A review of the trending data for johnson and johnson first aid sterile rolled gauze revealed no unfavorable trend for the reported lot number. Complaint trends would continue to be monitored. This report was assessed as serious (medically significant) and the company causality was assessed as related.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2013-00051. The manufacturer report number for the first product in this case is 2214133-2013-00050. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 23-jan-2014. This is follow up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2013-00051.the manufacturer report number for the first product in this case is 2214133-2013-00050. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on (B)(6) 2013 processed with additional information received on (B)(6) 2013. The case has been reassessed as serious based upon new information received (B)(6) 2013. This spontaneous report was received from a (B)(6)-year-old female consumer reporting on self from the united states. The medical history included burn about a month ago; she was sensitive and allergic to numerous things. The concomitant medications were not reported. On an unspecified date, after few days of the burn the consumer started using johnson and johnson non-stick pads (lot number 1663a, expiration date unspecified) and johnson and johnson first aid sterile rolled gauze (lot number 1101a, expiration date unspecified), both cutaneously, changing the pad and the gauze every two hours for wound protection. After an unspecified duration, within few days she got blisters on her arms. She went for a therapeutic route and after an unspecified duration, she again used the devices. Her blisters and wounds got larger. As per her physician it was thought to be the therapeutic oils which caused the event but it was not. An oral antibiotic and cream were prescribed as treatment but the events worsened which she described as allergy to both devices and the blisters worsened. On an unspecified date, the consumer visited a physician and was diagnosed with contact reaction. She was prescribed with ssd cream 1% (silver sulfadiazine) topically. On the next day, the event worsened, and she was prescribed with oral sulfamethoxazole-tmp d 800-160/tab. After an unspecified duration, she noticed that her hand had blown up and she visited another physician. She was diagnosed with allergic reaction and was advised to take benadryl (diphenhydramine). After unspecified days her blisters progressed to a gigantic nickel size and she went to an urgent care clinic where she was referred to two other physicians. She was diagnosed with allergic reaction and was prescribed with mupirocin 2% ointment, methylprednisolone (pak) 4 mg/tab, triamcinolone acetonide 0.1% ointment, hydroxyzine hcl 25 mg/tab and benadryl. On (B)(6) 2013, she consulted another physician and was prescribed with methylprednisolone (pak) 4 mg/tab, benadryl and epipen (epinephrine auto injector) two pack prescription. She also developed a giant blister on her toes which she did not yet consulted to a health care professional. On (B)(6) 2013 the pad was discontinued, the gauze was discontinued the next day. The therapeutic oil was still ongoing and the action taken with the unspecified antibiotic and cream was unknown. The events did not resolve. A review of the trending data for johnson and johnson first aid sterile rolled gauze revealed no unfavorable trend for the reported lot number. Complaint trends would continue to be monitored. This report was assessed as serious (medically significant) and the company causality was assessed as related. Additional information received on 28-dec-2013. The medical history included allergic rhinitis, hyperlipidemia (hld), hypertension (htn) and allergies to penicillin, sulfa, egg whites, blue dye, almond, macadamia, peanuts, white rice, black beans, cranberries, raspberries, raisins, yellow squash, dill and bee sting. The family history included asthma and cardiovascular disease. Other history included smoking. On an unspecified date, the consumer visited the physician. The physician noted that consumer had burns on (B)(6) 2013 and three weeks prior to that which, she self treated with gauze and unspecified topical treatments. She visited another physician on (b)(\6) 2013, who stated that on (B)(6) 2013, she was treated with bacitracin and on (B)(6) 2013 she experienced blistering of wound and rash. She had her second visit to the same physician on (B)(6) 2013 due to continued rash. The previously visited physician stated that the events appeared infected as she was treated with unspecified topical and oral medications to which she was allergic. The consumer required an urgent care, plastic surgery and was referred to dermatology. After an unspecified duration the events resolved. A review of the trending data for both devices by product family revealed no unfavorable trend for the reported lot number. Device history records for both devices were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples of both devices and all results met specification. Manufacturing/ facility issues for both devices were reviewed and no issues were found related to the reported defect. Since no unfavorable trend was found supporting the consumer&apos;s allegations, the disposition for this complaint was considered as undetermined. No unfavorable trends were identified during the complaint investigation of johnson and johnson non-stick pads. Complaint trends would continue to be monitored. This report remains serious (medically significant).

Manufacturer narrative:
The date of this submission is (B)(6) 2014. This is follow up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2013-00051. The manufacturer report number for the first product in this case is 2214133-2013-00050. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on (B)(6) 2013 processed with additional information received on (B)(6) 2013 and (B)(6) 2013. The case has been reassessed as serious based upon new information received (B)(6) 2013. This spontaneous report was received from a (B)(6) year-old caucasian female consumer reporting on self from the united states. The medical history included burn about a month ago; she was sensitive and allergic to numerous things. The concomitant medications were not reported. On an unspecified date, after few days of the burn the consumer started using (B)(4) non-stick pads (lot number 1663a, expiration date unspecified) and (B)(4) first aid sterile rolled gauze (lot number 1101a, expiration date unspecified), both cutaneously, changing the pad and the gauze every two hours for wound protection. After an unspecified duration, within few days she got blisters on her arms. She went for a therapeutic route and after an unspecified duration, she again used the devices. Her blisters and wounds got larger. As per her physician it was thought to be the therapeutic oils which caused the event but it was not. An oral antibiotic and cream were prescribed as treatment but the events worsened which she described as allergy to both devices and the blisters worsened. On an unspecified date, the consumer visited a physician and was diagnosed with contact reaction. She was prescribed with ssd cream 1% (silver sulfadiazine) topically. On the next day, the event worsened, and she was prescribed with oral sulfamethoxazole-tmp d 800-160/tab. After an unspecified duration, she noticed that her hand had blown up and she visited another physician. She was diagnosed with allergic reaction and was advised to take benadryl (diphenhydramine). After unspecified days her blisters progressed to a gigantic nickel size and she went to an urgent care clinic where she was referred to two other physicians. She was diagnosed with allergic reaction and was prescribed with mupirocin 2% ointment, methylprednisolone (pak) 4 mg/tab, triamcinolone acetonide 0.1% ointment, hydroxyzine hcl 25 mg/tab and benadryl. On (B)(6) 2013, she consulted another physician and was prescribed with methylprednisolone (pak) 4 mg/tab, benadryl and epipen (epinephrine auto injector) two pack prescription. She also developed a giant blister on her toes which she did not yet consulted to a health care professional. On (B)(6) 2013 the pad was discontinued, the gauze was discontinued the next day. The therapeutic oil was still ongoing and the action taken with the unspecified antibiotic and cream was unknown. The events did not resolve. A review of the trending data for (B)(4) first aid sterile rolled gauze revealed no unfavorable trend for the reported lot number. Complaint trends would continue to be monitored. This report was assessed as serious (medically significant) and the company causality was assessed as related. Additional information received on (B)(6) 2013. The medical history included allergic rhinitis, hyperlipidemia (hld), hypertension (htn) and allergies to penicillin, sulfa, egg whites, blue dye, almond, macadamia, peanuts, white rice, black beans, cranberries, raspberries, raisins, yellow squash, dill and bee sting. The family history included asthma and cardiovascular disease. Other history included smoking. On an unspecified date, the consumer visited the physician. The physician noted that consumer had burns on (B)(6) 2013 and three weeks prior to that which, she self treated with gauze and unspecified topical treatments. She visited another physician on (B)(6) 2013, who stated that on (B)(6) 2013, she was treated with bacitracin and on (B)(6) 2013 she experienced blistering of wound and rash. She had her second visit to the same physician on (B)(6) 2013 due to continued rash. The previously visited physician stated that the events appeared infected as she was treated with unspecified topical and oral medications to which she was allergic. The consumer required an urgent care, plastic surgery and was referred to dermatology. After an unspecified duration the events resolved. A review of the trending data for both devices by product family revealed no unfavorable trend for the reported lot number. Device history records for both devices were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples of both devices and all results met specification. Manufacturing/ facility issues for both devices were reviewed and no issues were found related to the reported defect. Since no unfavorable trend was found supporting the consumer's allegations, the disposition for this complaint was considered as undetermined. No unfavorable trends were identified during the complaint investigation of (B)(4) non-stick pads. Complaint trends would continue to be monitored. This report remains serious (medically significant). Additional information received on (B)(6) 2014: the medical history included arthritis, hypercholesterolemia, cesarean section and tetanus shot for an unknown indication. The family history included asthma, cerebral artery aneurysm, hypercholesterolemia, hypertension, and migraine headache. On (B)(6) 2013, the consumer visited the physician for evaluation of burn on the right dorsum of her hand that had recently become worse due to allergic reaction. It was reported that consumer had a burn on the right dorsum of her hand on (B)(6) 2013 due to setting a hot pan on her right hand. Subsequent to this visit on (B)(6) 2013 she had consulted another physician due to adhesive bandage reaction, was placed on bactrim ds (sulfamethoxazole and trimethoprim) and silvadene (silver sulfadiazine). After taking one dose she developed rash covering upper body and blisters on the right hand/wrist/webbing of fingers. The physician diagnosed her with allergic reaction and stated that it was early systemic as it manifests itself on her trunk, back, neck, opposite extremity and upper extremity. She was prescribed with mupirocin 2% external ointment applied topically, sparingly on the affected area twice daily and also to use it for any open wound areas. She was started with medrol (methylprednisolone) dosepak and was advised to continue taking benadryl capsule (diphenhydramine) 25 mg orally as prescribed. She was also advised for a dermatology consult. The case remains serious (medically significant). The company causality for systemic allergic reaction was assessed as not related.